Event description:
Reporter indicated a patient had high lead impedance readings with vns diagnostics testing. The patient later had vns generator and lead replacement surgery. Attempts for further information and return of the explanted devices are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.